Event description:
Tpn was compounded on the baxter exactamix eva 1000 ml bag. The bag was sealed and labeled according to the protocol prior to leaving the pharmacy, the bag was noted to be leaking from the center port juncture. 1000 ml exactamix eva container, lot nr 60191804. We have had a similar issue with the exactamix 250 ml bags in 2019.